Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. The eri (elective replacement indicator) is the result of high internal battery resistance. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.